Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, investigation found that the pump had scratched lcd lens. According to the investigation, no actions for delivery but service replaced the pump lcd lens. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-6.45%." It was also reported that the pump had lens damage. No adverse effects were reported.